Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to emergency room after receiving a shock. Interrogation revealed an alert, a possible high voltage lead issue. Device triggered over current detection. Device was explanted and replaced.